Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge failure alarm". Additional information states that the pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "purge failure alarm". Additional information states that the pump was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure" alarm is not able to be confirmed. The product was not returned for investigation.no serial number/lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.